Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010, the device was programmed to deliver fentanyl in a 30ml syringe. No specific programming parameters were provided; however, the customer contact reported that the physician's order was for "fentanyl 1500mcg/ml, ordered 25mcg continuous dose with order comments rate may titrate up to 200 mcg/hr as needed for sedation." On (B)(6) 2010 at 0700, the nurse noted that the device display was incrementing; however, the 30ml syringe was still full. The customer contact reported the ventilated patient was noted to have increased "work of breathing." At an unspecified time, the patient was given an unspecified dose of fentanyl IV push. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. Though requested, the customer declined to provide additional information.